Event description:
It was reported that the right ventricular lead had a history of noise. Programming changes were made until the noise could no longer be programmed around. On (B)(6) 2015 the lead was capped and replaced. The patient was asymptomatic before and after the event.

Manufacturer narrative:
(B)(4).